Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that prior to the alarm, he was wearing the device while doing yard work. Blood glucose level at the time of the incident was about 148 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.